Event description:
Per person making the report, who was not present during the procedure, error message - would not work in any port. Physician also had a question about the "trocar" and asked if the probe had been changed.additional information received on (B)(4) 2013 - 2nd physician helped to troubleshoot and get case back on track and completed. 2nd physician felt it was a faulty or defective probe.further information received on (B)(4) 2013 - no injury to patient, 1 hour delay, 2nd physician had them open a fresh probe to finish the case. No patient information provided.

Manufacturer narrative:
MDR reportability determination changed from no MDR required to MDR required based on information received (B)(4) 2013

Manufacturer narrative:
Corrected data - evaluation codes changed. Original MDR reported failure was not confirmed. Failure was confirmed and was related to the device.initial submission conclusion was incorrect. Evaluation on (B)(4), 2013 found the probe was clogged.